Event description:
It was reported that the ilet indicated a firmware update in the mobile app during the night, the update initially failed, insulin delivery was suspended during the firmware process, and the user left the device in a suspended state, after which insulin delivery reportedly stopped and the user experienced hyperglycemia until the device was restarted and the firmware update completed successfully. Symptoms included elevated blood glucose readings, including values around 398 and later 382 with a steady trend. Outcomes included transient interruption of insulin therapy with corrective algorithm-led recovery after update completion, without emergency treatment or hospitalization.

Manufacturer narrative:
Investigation included customer care review of device history via the bionic report, guided troubleshooting, device restart, and successful firmware update verification, as well as follow-up to confirm glucose trend and insulin delivery status. Investigation of this case revealed that insulin delivery was interrupted during the failed firmware update and remained suspended until the device was restarted and updated, after which insulin delivery resumed and glucose began to decrease. It was concluded that the event was related to therapy suspension associated with the firmware update process, with device function restored following successful update and restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.